Event description:
Implant came out with cover screw after four months of healing period. The pt has poor bone quality.

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior. The pt has poor bone quality and is smoker.